Event description:
The customer's blood glucose (bg) level during past occlusion alarms was in the 400's mg/dl range and manual injections were administered to address the bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level for the past occlusion alarms was not provided; current bg level was in the 400's mg/dl and manual injections were administered to address the bg level. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusion for the past occlusion alarms.